Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: d154awg ICD, (B)(6) 2006. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying thresholds and a loss of capture at 6v. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.